Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome and vulval itching. Lab results source: cervical; endocervical; vaginal diagnosis: negative for intraepithelial lesion and malignancy. Cellular changes associated with inflammation are present lab results nuswab vaginitis plus (vg+), atopobium vaginae - 2 (high), megasphaera - 2 (high), bvab 2- 0 (low), cbc with differential/platelet, hematocrit- 33.8- below low normal, mch- 26.4- below low normal, platelets- 387- above high normal, glucose, serum- 105- above high normal, hemoglobin a1c- 6.3- above high normal, vitamin d, 25-hydroxy- 29.2- below low normal, hematology wbc- high, mchc, mpv- low chemistry. Chloride, glucose- high. Concurrent conditions included obesity, anemia, anxiety disorder, knee arthritis, fibromyalgia, gerd, human papilloma virus immunisation, hemorrhoids, vaginal irritation, itching, vaginitis, bacterial vaginosis, candida albicans infection, genital bleeding, abdominal cramps, yeast infection, vaginal redness, vaginal irritation, vaginal itching, uterus enlarged, chlamydial infection, gonorrhea, blood in urine, offensive vaginal discharge, vaginal dryness, joint pain, vulval burning sensation, paratubal cyst, cyst removal, vaginal discharge, perineal pain, endometriosis of uterus, polymenorrhoea, disorder cervix, disorder ovarian, nabothian cyst and spotting between menses. Concomitant products included ferrous sulfate for anemia, cyclobenzaprine hydrochloride (cyclobenzaprin) for fibromyalgia, famotidine since 2015 for gerd, gabapentin since 2015 for knee arthritis, propranolol since 2015 for migraine as well as clarithromycin (macrobid) since 12-jun-2015, estrogens conjugated (premarin) since 12-jun-2015, ethinylestradiol;norethisterone acetate (loestrin) since 13-aug-2012, ibuprofen since 12-jun-2015, iodine, magnesium since 2015 and sulfamethoxazole;trimethoprim (bactrim) since 27-aug-2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: chronic yeast infection"), urinary tract infection bacterial ("bladder or urinary problems or changes: bacterial infection\infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (ablation on (B)(6) 2016. And hysterectomy(full)salpingectomy(bilateral removal of fallopian tubes)/paratubal cyst removal and d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection bacterial, migraine, headache, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: jul-2011, (B)(6) 2011. Plaintiff had history of a failed ablation in september 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix, and bilateral fallopian tubes; total hysterectomy with bilateral salpingectomy: adenomyosis. Secretory phase endometrium. Cervix with nabothian cysts. Bilateral fallopian tubes with coils (essure) benign right paratubal cyst. Gross description: originating from the bilateral cornu are portions of tightly coiled thin wire measuring upto 4.0cm in length x 0.1cm in diameter. The bilateral fallopian tubes consists of a 7.0cm in length x 0.9cm in diameter right fallopian tube, and a 6.0 cm in length x 1.0 cm in diameter left fallopian tube. The bilateral fallopian lumens are grossly patent. Attached to the distal portion of the right fallopian tube is translucent fluid-filled paratubal cyst measuring 0.9 cm in greatest dimension.. Ultrasound pelvis - on 15-aug-2012: objective: ultrasound shows uterus with thick and irregular endometrium with possible polyps. Right ovary with cyst 23x25. Left ovary 15x16.; on 03-jul-2013: uterus enlarged & bulky. Both ovaries and cervix within normal limits. No other pelvic pathology seen.. Ultrasound scan vagina - in 2011: result- total bilateral occlusion everything was blocked.. Most recent follow-up information incorporated above includes: on 13-jun-2019: new pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: chronic yeast infections; uti / bladder or urinary problems or changes: bacterial infections,migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower back pain were added. New reporters , plaintiffs information were added. Concomitant conditions and drugs added. Lab data added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.